Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through the litigation process that sometimes, post port placement, the port was unable to draw blood and allegedly migrated. It was further reported that the port allegedly clotted. Reportedly, the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege a chest x-ray was performed for port not aspirating and acute myeloid leukemia in remission. The study showed that blood was not able to be aspirated by the right internal jugular approach port catheter, but the catheter was easily flushed. Also, the catheter was found to be retracted into proximal superior vena cava outside of right atrium and the catheter length was found to be too short. Around seven days later, the removal of a right internal jugular approach tunneled port catheter was scheduled due to existing port being too short and removal of the fibrin sheath. During the procedure, the right anterior chest wall was prepped and draped. Then the catheter was released from its adhesions with surgical dissection and once the cuff was loosened, the catheter was removed, and pressure was held over the venous entry site until hemostasis was achieved. The adhesions were dissected around the port, and it was delivered through the incision. The pocket was then irrigated with saline and closed with deep and subcuticular sutures along with dermabond. Then, a sterile dressing was placed at the site of catheter removal. On the same day, a bard MRI powerport duo was implanted for exchanging the previous port. Therefore, the investigation is confirmed for the reported suction, migration, fracture, material separation, clotting and fibrin sheath formation. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometimes post a port placement via the right internal jugular vein, blood was not able to be aspirated by the port. It was further reported that the catheter was allegedly found to be retracted into proximal superior vena cava outside of right atrium and the catheter length was found to be too short. It was also reported that the port was allegedly clotted. Furthermore, the patient allegedly experienced fibrin sheath formation around the port. Reportedly, the port and the catheter were released from their adhesions with surgical dissection and the port system was removed and replaced. The current status of the patient was unknown.